Event description:
Biotronik technical services rec'd info that this lead was implanted 24 days post expiration date. This lead remains implanted. Neither the physician nor the pt have any complaints against this lead at this time.